Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and device was not detected on bus. A field service engineer found the station with the main drawer full height 6 where the cubie in row c was not detected on the bus and when the customer attempted a recovery, the drawer popped open, but no prompt to recover the cubie was displayed. Powered down the station, opened the back panel, and reseated the connections for drawer 6. After waiting 2 minutes, rebooted the device and the device showed no errors and the drawer was detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.